Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the event. The company service representative found system messages (sm) in the event log confirming the reported event. The nonconforming backup battery and footswitch cable were replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed the nonconforming backup battery and footswitch. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console shut down during surgery. There was no report of any patient harm. Additional information has been requested.